Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) review is not possible, as no manufacturing lot number has been provided by the complainant.

Event description:
It was reported leakage of cytostatic preparations. It was stated, "needle leaking at the connection or needle is very difficult to connect. The material we connect with is of no importance. The problem occurs with the syringes, microclave or trousses. The problem is really at the connection point of the needles."